Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was positioned at the bleeding site but was unable to release. The catheter was retracted with tissue secured in the locked clip, resulting in some bleeding. The staff attempted to jiggle the handle by opening and closing it. Tenial pressure was applied to the site by the physician; however, it was still unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on december 18, 2025. Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter. Block h11: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not release from catheter was not confirmed. The device was returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was positioned at the bleeding site but was unable to release. The catheter was retracted with tissue secured in the locked clip, resulting in some bleeding. The staff attempted to jiggle the handle by opening and closing it. Tential pressure was applied to the site by the physician; however, it was still unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was positioned at the bleeding site but was unable to release. The catheter was retracted with tissue secured in the locked clip, resulting in some bleeding. The staff attempted to jiggle the handle by opening and closing it. Tential pressure was applied to the site by the physician; however, it was still unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.